Manufacturer narrative:
Patient weight: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), endoleak, aortic rupture, and reoperation. Furthermore, the IFU states that the gore® tag® thoracic endoprosthesis is intended for endovascular repair of all lesions of the descending thoracic aorta including, but not limited to, isolated lesions in patients who have appropriate anatomy, including adequate iliac/femoral access, an aortic inner diameter in the range of 16-42 mm, and = 20 mm non-aneurysmal aorta proximal and distal to the lesion. Key anatomic elements that may affect successful treatment of the lesion include severe neck angulation, short aortic neck(s) and significant thrombus and/or calcium at the arterial implantation sites. In the presence of anatomical limitations, a longer neck length may be required to obtain adequate sealing and fixation.

Event description:
On (B)(6) 2018 the patient underwent endovascular treatment of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis. From zone1 a non-gore stent graft was implanted, and a conformable gore® tag® thoracic endoprosthesis was implanted distally. On (B)(6) 2020 an emergency endovascular treatment was performed due to a contained rupture of the thoracic aortic aneurysm. A distal type I endoleak was detected with distal neck enlargement. The physician noted that, during the index procedure, the distal neck landing zone had been short with a large diameter aortic neck. A gore® tag® conformable thoracic stent graft with active control system was implanted distally. The procedure was completed. The patient tolerated the procedure.